Manufacturer narrative:
As reported, the balloon of 6f-7f mynxgrip vascular closure device (vcd) popped. The balloon lost pressure in the patient. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The mynx vcd was prepped according to IFU instructions. The mynx device was used for interventional coronary procedure. The procedure used a retrograde approach. The vessel type was arterial. The deployer was mynx certified. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. Hemostasis was achieved by manual compression with less than 30 minutes. The patient recovered from the mynx event. The hospitalization was not extended. Other procedural details/patient information were requested but are unknown/unavailable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 2.5 mm from the balloon proximal neck was revealed. A product history record (phr) review of lot f1923302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 2.5 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcification, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of 6f-7f mynxgrip vascular closure device (vcd) popped. The balloon lost pressure in-patient. Hemostasis was achieved by manual compression with less than 30 minutes. The patient recovered from the mynx event. Hospitalization was not extended. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The mynx vcd was prepped according to IFU instructions. The mynx device was used for interventional coronary procedure. The procedure used a retrograde approach. The vessel type was arterial. The deployer was mynx certified. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. Other procedural details/patient information were requested but were unknown/unavailable. The device will be returned for analysis.